Event description:
A pt2 moderate support guidewire was used to cross the proximal stenosis in the vein graft with some difficulty. A 2.0 x 20 mm balloon would not cross through the entire lesion. It was used to dilate the proximal portion of the stent in the proximal vein graft. Multiple attempts at advancing a 1.5 mm balloon beyond the distal stenosis in the proximal vein graft were unsuccessful. Multiple guide wires were attempted which would cross relatively easily. The distal tip of the guidewire knotted and it was unable to be pulled back through the high grade in-stent restonosis, despite using significant pressure. A quickcross catheter was also used to help pull the wire out; this was unsuccessful as well. We decided to try laser atherectomy to laser the fibrotic tissue and hopefully dislodge the wire. This was used at low energy and ended up separating the distal 15 mm of the wire with the knot lodged in the lesion. We decided to leave the distal tip alone. The patient is stable.